Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's bg levels were "sporadic". Customer's bg ranged from 43 mgl/dl to 298 mg/dl. Reportedly, the customer went to the emergency room and was treated with carbohydrates and intravenous fluids of saline. Customer was released the same day with no permanent damage, and the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.